Event description:
A potential vns malfunction was reported and the reporter wanted to know the protocol to ensure the device is functioning within normal limits. No other relevant information has been received to date.